Event description:
Balloon leakage during procedure. Device was placed, it became apparent that it wasn't functioning properly. They removed the device and found that although it was maintaining volume, there was blood in the balloon. Somehow they were getting blood back into the balloon.

Manufacturer narrative:
Customer report was confirmed. Balloon was partially inflated and filled with blood. Blood was also evident inside inflation lumen. It seemed that blood had leaked into inflation lumen. Balloon appeared eccentric or inflated towards one side. Balloon was ruptured during inflation of balloon for leak test.